Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Anemia can develop during the thv procedure without obvious injury, and/or can be present in the post-procedure period without an obvious source of bleeding. Many of these patients have pre-procedural borderline anemia that is exacerbated by fluid administration during the procedure. Hemolytic anemia is a sub-type of anemia, a common blood disorder that occurs when the body has fewer red blood cells than normal. In hemolytic anemias, the low red blood cell count is caused by the destruction - not the underproduction - of red blood cells. Causes of hemolytic anemia are either inherited (sickle cell and thalassemia) or acquired (caused by an infection, medicines, blood cancer, autoimmune disorders, tumors, reaction to a blood transfusion, mechanical heart valves). Another cause of hemolytic anemia is a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause of the reported event could not be determined, however, investigation results suggest that factors/mechanisms mentioned above caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Per report received from japan, a patient underwent a trans-subclavian (tsc) transcatheter aortic valve replacement (tavr) and received a 23 mm sapien 3 ultra resilia (s3ur) valve. The valve was deployed with 2 ml less than nominal volume since the stj was narrow, and landed 80:20 aortic/ventricular position as intended. Post dilation was planned to be performed, however, since no pvl was observed in echocardiography, the operation was completed without performing post dilation. At a 1-month follow-up examination, hemolytic anemia was confirmed, and moderate pvl was also observed in echocardiography. Therefore, blood transfusion was performed.

Manufacturer narrative:
A supplemental report is being submitted due to additional/corrected information received. Updated: b4, b5, g3, g6, h2, h11. Corrected: b3.

Event description:
As per additional information received from japan, the onset date of the event was corrected to (B)(6) 2024 and the device explant was performed on (B)(6) 2024.